Event description:
It was reported that there was a leak at the level of the tank. The incident was observed during use. Type of treatment: infusion. There was patient involvement, but no harm reported.

Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. The device history record of reported lot number 6053999 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.